Event description:
Healthcare professional reported a right side with no complaint against the device. Healthcare professional later reported "hole on patch side". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : no observed . Additional observations: ¿ crease observed on the device. ¿ deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported "hole on patch side." Device has been explanted and replaced.